Manufacturer narrative:
The reported event was confirmed for output failure/no longer working. The paddle lead was returned cut as a consequence of the explant procedure. Microscopic inspection identified a kink with all wires broken on the paddle segment. This would cause the reported event observed in the field. The kink with all internal wires was consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a france patient. It was reported the patient lost stimulation. In turn, the patient underwent surgical intervention. During the procedure, the patient's lead was found to be damaged. As a result, the patient's lead was explanted and replaced to address the issue.